Manufacturer narrative:
A data review was conducted against the device and there was no indication of a device malfunction.

Event description:
Patient called in stating she is experiencing lumps/nodules tender to the touch. Pt returned to dr office and was administered 1 round of cortisol shot.